Manufacturer narrative:
Additional information received that no further course of action at this time.

Event description:
A report was received that the ipg site would get hot when the patient was using the device. It was also reported that the ipg placement caused irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the ipg site would get hot when the patient was using the device. It was also reported that the ipg placement caused irritation. The patient will undergo an explant procedure.